Event description:
Complainant alleged that during a routine shift check by clinician, the device displayed a "defib pad short" message. Comlainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report when our investigation is completed.